Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings:a visual inspection of the pump revealed evidence of moisture in the display. No damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on normally with audible tones, vibrations, and verify screen. The pump was then unresponsive. The pump failed a leak test due to a crack in the pump¿s casing. The pump cover was removed and evidence of moisture was found inside the pump. Unrelated to the complaint, the display screen was dim and discolored. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas, alleging an intermittent power issue. The subject pump lost power and rebooted, prompting the verification screen after patient went swimming. It was noted there was water under the display screen. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.